Event description:
A patient ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite lot #1024834 on (B)(6) 2011. On (B)(6) 2012 the patient developed a urinary tract infection which was diagnosed by a urine culture and sensitivity. The patient was prescribed bactrim, bid on (B)(6) 2012. The uti resolved on (B)(6) 2012. The physician assessed the severity of the event as moderate and definitely not device-related.

Manufacturer narrative:
At the time of this report the uti had resolved. A review of the device history records indicates the reported lot #1024834 met all specifications prior to release with no abnormalities noted.